Manufacturer narrative:
A review of the device history record was performed on this device, as well as the device catheter, and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving these catalog numbers and has not identified any trends. The device remains implanted or continued use in the patient's therapy regimen at this time. The MFR's investigation of this event is inconclusive. Based on the information available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. The facility will be notified of our review of this incident. No further information is available. The MFR is now closing the file on this event. The correct expiration date of this device is 1/3/99.

Event description:
On 10/16/96, the physician contacted a MFR rep and stated that he has experienced perispinous abcess with three of his pts. The physician inquired whether these incidents are related to the device catheter and whether this type of incident has been seen before. This report investigates the first incident.